Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an attempt was made to implant this right atrial (ra) lead; however, the implantation was unsuccessful due to impedance issues. The physician completed the procedure using an alternative lead. No adverse patient effects were reported. This ra lead has been returned for analysis.

Event description:
It was reported that an attempt was made to implant this right atrial (ra) lead; however, the implantation was unsuccessful due to impedance issues. The physician completed the procedure using an alternative lead. No adverse patient effects were reported. This ra lead has not been returned for analysis.